Manufacturer narrative:
The nc solarice device is considered to be the same as nc euphora with the exception of a different brand name and minor differences in the labeling. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one nc solarice rx ptca balloon catheter to treat a moderately tortuous and severely calcified lesion located in the lad exhibiting 95% stenosis. There were no abnormalities in relation to the anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was predilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that the balloon was broken while advancing through the lesion and balloon burst/ leak occurred. It is believed that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. Patient status is alive with no injury.

Manufacturer narrative:
The nc solarice was intended to be used to post-dilate a stent. It was subsequently reported that the nc balloon was broken outside of the y connector. The nc balloon could not pass through the lesion. When the force is applied, the shaft was broken outside of the y connector. A portion of the device completely detached, and was successfully removed from the patient with no intervention required. The broken balloon is not referring to a burst. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device returned with a detachment on the hypotube 72.5cm distal to the strain relief. The hypotube material was oval and jagged on both sides of the detachment site. Kinks were evident on the hypotube 3.5cm and 14.6cm proximal to the detachment site. A clear image of kinks cannot be obtained but has been independently verified as kinks. The balloon returned with no blood visible in the balloon and inflation lumen. There was no evidence of inflation, the balloon folds remained intact. A makeshift leur was attached to the detached portion of the hypotube in order to attempt inflation. The balloon passed negative prep. On pressurization of the device, the balloon inflated at nominal pressure of 12atm, and the balloon maintained pressure. No other damage evident to the remainder of the device. Image review: the images show a lesion in the rca.a balloon is delivered to the lesion in the rca and the lesion is dilated. The rca appears to show restored flow after dilation with the balloon as shown by the flow of contrast through the lesion. An image of the lad shows a lesion at the bifurcation of the lad/ diagonal artery. An image shows another lesion in the proximal lad. A stent is delivered to the lesion. The stent is deployed at the lesion. An image post stent deployment shows improved vessel patency as shown by the flow of contrast. There is stenosis visible distal to the bifurcation. A second stent is delivered to the bifurcated lesion. The stent is deployed. Post dilation of the stent is performed. A kissing balloon technique is performed at the bifurcated lesion. Vessel patency is restored as shown by the flow of contrast through the lad. A spider view shows the proximal lad lesion. A stent is delivered to the lesion. The stent is deployed and lad patency is restored. There were no images capturing the reported broken balloon. If information is provided in the future, a supplemental report will be issued.